Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was also received with broken reservoir tube lip, scratched lcd window, scratched case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's current blood glucose reading is 350 mg/dl, which went up from 242 mg/dl. The customer reported that his screen has a big ink spot on it and he can only see half of the pump. The customer stated that his pump screen was damaged already. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.